Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer (fae). Investigation revealed the following possible related system errors: the fae confirmed the occurrence of error 86. An error 86 is a power distribution failure. These errors indicate a fault of the redundant power supply backplane to the core. This was likely a hardware failure that occurred on this component. An error 86 is class 5 and would be nonrecoverable with a system soft lock. A power cycle could restore system functionality, but this error would likely reoccur. The redundant power tray assembly was replaced. After replacement, the fault no longer appeared in the system logs.

Event description:
It was reported that prior to starting a da vinci-assisted liver resection surgical procedure, the customer encountered non-recoverable faults on the system. Prior to calling in, the site power cycled the system two times and the error returned. The technical support engineer (tse) viewed the logs and noted an error 86. The tse had the caller perform a hard reboot and the fault did not return. However, the error returned later, and the site converted to laparoscopic procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error in the error logs and replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The reported error 86 was not replicated, however the error was confirmed and verified via error and system logs. The redundant power tray assembly was installed and tested on final test is4000 system 1, programmed and the system started at normal mode with no errors or failure messages. The assembly remained on the system for 3 hours in normal mode idling, with no failure and no errors triggered. Both power supplies were checked for 12v output, and it passed with a reading of 12.04 volts (specs = 11.4 to 12.6 volts). The complaint regarding non-recoverable errors was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.